Manufacturer narrative:
On 13-oct-2016 product investigation results: reporter returned three toothbrush heads on 03-oct-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke off in mouth during brushing [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that she purchased a package of four oral-b power oral care refills precision clean in (B)(6) 2016, and reported that of two of the four brush heads, the head broke off in the mouth during brushing with an oral-b rechargeable toothbrush, version unknown. She stated that this had been happening since (B)(6) 2016, noting that she had never had this problem before as she had been using these brushes for years. She explained that with the broken brushes, the issue occurred again after a week or two; she stated that she still had the two broken ones, and the one that wasn't broken was used on (B)(6) 2016 to replace the broken one. It was reported that the scratch test was performed and the logos did not come off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off in mouth during brushing [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that she purchased a package of four oral-b power oral care refills precision clean in (B)(6) 2016, and reported that of two of the four brush heads, the head broke off in the mouth during brushing with an oral-b rechargeable toothbrush, version unknown. She stated that this had been happening since (B)(6) 2016, noting that she had never had this problem before as she had been using these brushes for years. She explained that with the broken brushes, the issue occurred again after a week or two; she stated that she still had the two broken ones, and the one that wasn't broken was used on (B)(6) 2016 to replace the broken one. It was reported that the scratch test was performed and the logos did not come off. No symptoms developed.